Event description:
It was reported that the facility was having issues with the 24fr channel wound drains collapsing with their post-op cardiothoracic cases. They have been connecting the channel drain to the pleura-vac; however; the drain still collapses. No medical intervention was required.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. The device was not returned for evaluation. A potential failure mode could be ¿drain is flimsy - drain collapses when suction is applied¿ with a potential root cause of ¿material strength of drain is insufficient¿. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage product labeling are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [FDA letter for late mdrs. 20may2019pdf.pdf]. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the facility was having issues with the 24fr channel wound drains collapsing with their post-op cardiothoracic cases. They have been connecting the channel drain to the pleura-vac; however; the drain still collapses. No medical intervention was required.